Manufacturer narrative:
The suspect product is the comfort curve test strips.

Event description:
Reporter alleged discrepant blood glucose results of 343 mg/dl back to back with a result of 121 mg/dl, when testing was performed 1 minute apart on the advantage system. The location of the testing was not provided. No actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect and replacement product was sent. Advantage system: meter and comfort curve test strip lot number 549512 with an expiration date of 02-29-08.